Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity/other spasticity. On (B)(6) 2015 it was reported that in (B)(6) 2012 the patient went in for a pump refill and it was determined that the pump was flipped. The patient was taken in for emergency surgery to flip the pump back at that time. The physician replaced it.